Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unknown alarm. It was noticed that there was blood in the helium tubing. The iab was removed and noted to have ruptured. There was no reported injury to the patient. Complaint received via medwatch # mw5092104 on february 10,2020.